Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the exposure pedal was not making exposures. Review of the log files showed converter related errors. Upon troubleshooting, fse found cause of the problem was identified as inverter error of x-ray generator. To resolve the issue, fse replaced converter 8e velara, and completed all test and verification as per procedure with calibrating the system. After the repairs, the system returned to use in good working order.

Event description:
It was reported to philips that the system would not make exposures intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.